Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings: the original complaint could not be duplicated or confirmed. The display was dim and discolored. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the up and down arrow buttons had an intermittent response. The keypad cover was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in CAPA-(B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that the display screen has altered in color. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.